Event description:
It was reported while using bd insulin syringe ultra-fine® foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2022, red foreign body was found attached to the needle when insulin needle was used for anterior chamber puncture and discharge, which was immediately discarded without using.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.